Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device experienced a processor pca failure. There was no reported patient involvement.

Manufacturer narrative:
The customer requested, that the device be returned for bench repair. However, it was cancelled 3 months later. With no device being returned for evaluation. Philips is unable to rule out that a malfunction did not occur. As an evaluation could not be completed, a cause for the failure could not be determined. The available information from this report does not support that this malfunction represents a systemic, design, or labeling problem. No further investigation or action is warranted.